Event description:
It was reported the device was used during a laparoscopic myomectomy procedure. It was reported by the affiliate that the trocar was introduced without a problem. When the surgeon placed the graspers into the trocar, he noticed a white ring around them. There was no pt consequence.